Manufacturer narrative:
Follow-up #1: date of submission 05/27/2016. Device evaluation: device evaluation: the device has been returned and evaluated by product analysis on 05/17/2016 with the following findings: a review of the pump¿s black box revealed one ¿no cartridge detected¿ warning. The pump was exercised for 24 hours with no loss of prime being duplicated. The force calibration passed within specification. The pump was opened and there was no evidence of physical damage on the force sensor pins. Unrelated to the original complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that upon accessing prime menu, prime and fill cannula step will not be checked; but no alarm was emitted for loss of prime at time of this happening. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is no alarm is emitted to alert the user of loss of prime.